Event description:
The lay user/patient contacted lifescan (lfs) in 2005 and alleged that her meter would not power on. The medical affairs specialist spoke to the pt three days later and obtained/verified the following info. The pt stated that she was not able to test on her meter for two weeks due to the meter not powering on. She stated that she take novolog insulin, 20 units, 4 times a day and 45 units of lantus before bed. She stated that she continued to take the same amount of insulin each day. Five days earlier, she reported feeling dizzy, was trembling, and had a headache. She visited her physician's office and her blood glucose and blood pressure were tested; she was told that both were high. Her physician gave her an extra shot of novolog, 20 units, in addition to the 4 shots that she normally receives. The pt has had the meter for less than 1 year. She attempted to replace the battery but the issue was not resolved. The battery contacts were in good condition and she was using the correct brand of test strips. The pt was unable to test and she visited her physician, where she rec'd treatment for high blood glucose.